Event description:
It was reported "iab malfunction". At the time of this report, the customer has not been able to provide any additional details surrounding this event.

Manufacturer narrative:
(B)(4). The serial number ((B)(6)) and lot number (18f25g0130) recorded on the complaint report matched the serial number and lot number on the returned device and original packaging. One 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) was returned for investigation with its original packaging. Upon receipt, the iabc bladder was observed withdrawn through the teflon sheath, with the sheath positioned on the bladder membrane. The one-way valve remained tethered to the short driveline tubing, and the exposed portion of the bladder was fully unwrapped. No bends or kinks were noted. Dried blood was present on the exterior surfaces of the device; no blood was observed within the helium pathway. The fiberoptic sensor (fos) yellow jacket cabling was cut near the iab bifurcate, and the remaining length of the fos cabling and connector was not returned. Dimensional inspection of the bladder was performed, with thickness measurements at six locations ranging from 0.0065-0.0067 inches, which met specifications per process documents. The one-way valve was functionally tested and passed vacuum hold requirements in accordance with internal procedure. The fos connection could not be functionally tested due to the cut cabling; inspection of the remaining fiber did not identify additional breaks. Attempts to aspirate and flush the central lumen were unsuccessful due to blockage consistent with clotted blood. Guidewire advancement from both the distal tip and the luer was obstructed at the location of the blockage, with blood observed on the guidewire upon removal. Leak testing was performed in accordance with established manufacturing procedure. An external helium leak was immediately detected at the bifurcate, originating from the fos adhesive bond. Microscopic inspection confirmed a void in the adhesive bond at the bifurcate. No other leaks were identified. A device history record (DHR) review was conducted for lot 18f25g0130 and did not identify any manufacturing nonconformances; the device met all specifications at the time of release. Based on the investigation, the reported complaint of "iab malfunction" was confirmed. The confirmed failure mode was an external helium leak at the bifurcate associated with the fos adhesive bond. The probable root cause of the leak was determined to be manufacturing related. A corrective and preventive action (CAPA) has been initiated to address this issue. Unrelated to the reported complaint, the bladder was found withdrawn through the teflon sheath and buckling was observed in the sheath extrusion. This condition indicates removal of the device contrary to the instructions for use (IFU), which state that the iab should not be removed through a hemostasis sheath introducer. As a result, an in-service has been requested to review IFU requirements with the customer. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab malfunction". At the time of this report, the customer has not been able to provide any additional details surrounding this event